Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 352 mg/dl at the time of incident. The customer¿s current blood glucose level was 473 mg/dl and 358 mg/dl. The other relevant blood glucose level was under 300 mg/dl, 92 mg/dl, 212 mg/dl, 312 mg/dl, 352 mg/dl, and 341 mg/dl. The customer experienced symptoms such as just general badness just do not feel good and headache. Troubleshooting was performed for high blood glucose and under delivery. The customer treated with insulin pump and manual injection for high blood glucose. The customer the insulin pump will not be returned for analysis.